Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. Baxter service center (bsc) received the device and performed visual inspection and functional testing. The customer reported condition of no rotor movement was confirmed and reproduced during device evaluation. The root cause of this condition was determined to be a faulty motor control printed circuit board (pcb). No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be submitted if additional information becomes available.

Event description:
The facility reported an automix 3+3/as compounder which did not have rotor movement. This condition occurred during programming in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.